Event description:
Boston scientific received information that at the first follow-up after the device replacement procedure, high out of range shock impedance measurements were noted with the right ventricular (rv) lead and device. A trend of the shock impedance measurements report values near 50 ohms for the first 10 days following the replacement procedure and then a sudden increase until measurements are greater than 200 ohms. All other measurements were appropriate and no noise was noted. It was indicated a revision procedure would be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure will be scheduled. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that during the revision procedure, a poor connection between the rv lead and device was noted. Once a proper connection was confirmed, all measurements were appropriate. The system remains implanted. No adverse patient effects were reported.